Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side "rupture." Device status is unknown.

Event description:
Healthcare professional additionally reported "periprosthetic liquid".

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as unidentified (tear) opening shell thickness was within specification). Pain: unable to observe, since it is a medical event. And is not related to the device. Additional observations: no further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, left side rupture of the prosthesis. Which was confirmed, through ultrasound and MRI. Patient later reported, "the pain is too much". Device has been explanted and replaced with non allergan.

Event description:
Healthcare professional reported left side rupture of the prosthesis which was confirmed through ultrasound and MRI. Healthcare professional additionally reported "periprosthetic liquid". Patient later reported "the pain is too much". Device has been explanted and replaced with non allergan.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture of the prosthesis which was confirmed through ultrasound and MRI. Healthcare professional additionally reported "periprosthetic liquid". Patient later reported "the pain is too much". Device has been explanted and replaced with non allergan device.